Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was found to be fully intact with no damage observed. During testing, all of the buttons on the keypad responded appropriately. The keypad was removed and no evidence of contamination was found under the button contacts. Unrelated to the original complaint the battery compartment was cracked.